Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited possible intermittent loss of capture. It was also reported that the right atrial (ra) lead exhibited possible undersensing and a failed position check. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.